Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of minor peeling of sealant at the ultrasound transducer rubber and missing adhesive (ke45) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the evaluation of the device, the service repair technician team indicated that minor peeling of sealant at the us transducer rubber and missing thixotropic adhesive (ke45) were observed. There was no patient involvement.